Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a physicist discrepancy of the beam size too large. No patient injury was reported.